Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this ht70 ventilator had a bad battery. The device was available for evaluation. The service personnel (sp) inspected the ventilator, found the control printed circuit board assembly (pcba) faulty and replaced the control pcba. The sp could not confirm the reported issue of a bad battery however a faulty control pcba would not charge the battery. The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. One ht70 control pcba was received for failure analysis. The returned control board was installed in test ventilator and found the unit was unable to power up. Further inspection of the control board found capacitor c92 faulty. The analysis determined that if the ventilatory was in use on a patient and there was a failure of capacitor c92 it would lead to a loss of power/ventilation. The cause of the event was isolated to faulty c92 capacitor on control pcba. There is an existing investigation regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that this ht70 ventilator had a bad battery. The ventilator was not in use on a patient at the time of the reported event.